Event description:
An event occurred during the use of a model s dermatome during a pt procedure. The reporter described the event as; one side of the dermatome was cutting thicker than the other side was. It took two grafts before they could get a decent graft. There wasn't any add'l scarring on this pt as a result of the dermatome cutting thicker on one side. The surgeons were able to spread the graft out and use the second graft.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.